Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial/batch/lot number: (B)(4). Model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein two leads were added. The patient was doing well postoperatively.